Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed battery out limit. The blood glucose reading was 271 mg/dl. Prior to the event, the patient changed the battery. During troubleshooting, the customer was assisted with reprogramming the insulin pump. The batteries were out of the insulin pump greater than the duration allowed by the device. The customer was advised to monitor the insulin pump. No further information was provided.